Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis patient was cultured on (B)(6) 2016 and subsequently diagnosed with peritonitis. The organism cultured was staph epidermis, which the nurse reasonably associated with touch contamination of the catheter and patient non-compliance with proper aseptic technique. The patient was treated with 3 doses of ceftazidime (1 gram) followed by 3 doses of vancomycin (1 gram), and was not hospitalized. The patient has since recovered, and there are no signs of infection present currently.